Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a general complaint that herceptin and perjeta infusions appear to run slow because of the repeated air in line alarms. There was no patient harm.